Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back side. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported a crack on the back of the battery compartment from the bottom to the top. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, missing display window cover, cracked keypad overlay. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There is a crack, however, at the bottom of the plastic which houses the battery compartment. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. The boards were taken out of the case and inserted into a known good case. The unit was then able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack on the back of the battery compartment was confirmed during visual inspection. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.